Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch/lot: 2000002541.

Event description:
It was reported that the patients leads had migrated and underwent a leads replacement procedure. The patient was doing well postoperatively and the explanted leads were not returned.